Event description:
In 2001 pt underwent surgery for meningioma and tumor resection with implant of dura-guard patch for dural resection. 36 hours after surgery, pt presented with fever; lumbar puncture showed increased white blood cells, normal glucose; cultures were sterile. Pt complained of increased headache; fluid collection developed under dura-guard patch and required surgical removal one month later; fluid cultures were sterile.